Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and moderately calcified lesion in the right coronary artery. A 3.25x15mm trek rx balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy. The bdc was removed but resistance with the anatomy was felt. A non-abbott smaller balloon catheter was used but also failed to cross. The procedure was successfully completed with an unspecified drug eluting stent using an extension catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.